Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue hydrocodone 7.5_3.25 mg. The user was unable to request rx_verify for the patient, and the issue quantity field was grayed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to request rxverify for patient and the issue quantity was grayed out. A technical support specialist (tss) advised the customer to perform a cycle count and found that the device did not have the item hydrocodone in the machine. The system functioned as intended after the technical support specialist assessed the device.